Manufacturer narrative:
Result: worn timing link assembly.

Event description:
It was reported by service report that the head left siderail would not lock in the upright position. No patient involvement or adverse consequences are reported.